Manufacturer narrative:
Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - hr representative. The actual device was not been returned to the manufacturing facility for evaluation. Based from the results of our investigation, the root cause of the complaint could not be identified. Retention samples were confirmed free from defects that will affect activation of safety sheath. Related functional testing such as sheath activation and deactivation were all passed. In addition, the safety sheath was successfully activated without any irregularity encountered similar to the complaint. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. All samples passed. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the nurse's left thumb was scratched by a needle when its safety cap malfunctioned. Additional information was received on 14july2020: it was reported that the hypodermic needle malfunctioned, the needle slipped out and scratched her left thumb after administering the injection. The nurse was able to complete treatment on the patient receiving the injection. The nurse followed-up with a standard bloodwork on the following day where no blood contamination was detected. She will have a 6 week and 6-month follow-up to confirm no infection from contaminated needle.